Event description:
Surgeon was inserting a gel breast implant when it ruptured outside the breast. He immediately removed the implant from the field and reinserted a new silicone gel implant. There was no silicone gel spillage per the surgeon and the patient did not come in contact with any silicone gel.